Event description:
On 06/17/2022 inspection of a colonoscope identified foreign material in an olympus model cf-hq190l, series colonoscope. This spurred sequestration of the identified scopes and investigation of model 190 series endoscopes. This investigation revealed an internal location where available brushes would not contact the wall of the device, rendering the location unable to be cleaned using the manufacturer's reprocessing instructions. This issue was identified using a borescope which is used to visualize the internal channels of endoscopes to ensure there is not debris or areas that need repair. In this instance the borescope was passed through a different port to specifically look at the universal cord connector, finding the debris. It was determined that the olympus brush model cf-hq190l does effectively clean the impacted area. Two other brushes in use at that time did not appropriately clean the impacted area (B)(4). The two brushes that did not effectively clean the scopes are: hedge hog bsci sbd-289-50, brsh endo cln steris corp 100402. FDA safety report ID# (B)(4).